Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart tests. The pump also passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer indicated that they treated with an injection and their blood glucose level is coming down. The customer was advised to follow up with their doctor regarding the high blood glucose.